Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a penumbra system px slim delivery microcatheter. During the procedure, the physician was unable to advance four ruby coils through the px slim microcatheter. The px slim microcatheter was removed and the distal tip was found damaged. A new px slim microcatheter was used and the procedure continued successfully. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00232, 00233, 00234 and 00236.

Manufacturer narrative:
Result: the pet lock of the third coil was intact. The coil pusher assembly was kinked approximately 5.0 cm, 122.0 cm, 128.0 cm, and 130.5 cm from the proximal end. The stretch resistant (sr) wire was fractured, and the coil was detached from the pusher assembly. The coil was damaged along the entire length. Conclusion: the complaint has been evaluated. The initial complaint indicated that four coils became stuck in a px slim, and could not be deployed. Evaluation of the returned px slim revealed that there was a kink near the hub, and ovalization along the distal end. These types of damage typically occur due to improper handling during removal from packaging or use. If the px slim was removed from packaging or manipulated during insertion into patient with force at an angle, damage such as this may occur. Evaluation of the returned coils revealed that there were multiple kinks along all three pusher assemblies of the coils. This type of damage typically occurs due to improper handling during use. If the coils were manipulated with force at an angle, it is likely that they would kink. The sr wire of the third coil evaluated was broken, which also typically occurs due to improper handling during use. If the coil was manipulated with force against resistance, it is likely that the sr wire would break. The 4x35 ruby coil mentioned in the complaint was not returned for investigation. These devices are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.